Event description:
Customer stated a flex disc became lodged, twisted, and unretrievable inside her vagina after sexual intercourse. After 24 hours of unsuccessful removal attempts and slight pain, the customer visited the emergency room for assistance removing the disc. The disc had been inserted for approximately 36 hours total before it was removed by the doctor. The customer stated the doctor removed the disc in about fifteen minutes and used tools to assist. The customer was not prescribed any medication and stated pain/discomfort resolved immediately after product removal. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.